Manufacturer narrative:
Sensor 0m000dz6f6r has been returned and investigated. The sensor plug is fully seated and no issues were observed. The sensor was found to be in sensor state 1 (indicating that the sensor was never activated by the customer). No malfunction or product deficiency was identified. This issue is therefore not-confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message on the sensor. The customer further reported experiencing a loss of consciousness but no additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message on the sensor. The customer further reported experiencing a loss of consciousness but no additional information was reported. There was no report of death or permanent injury associated with this event.